Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2016, it was reported that there were metal shards left in the skin. On (B)(6) 2016, it was clarified that the issue occurred on (B)(6) 2016. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device was producing an incomplete mesh through the center and the damaged comb and roller gear were replaced. The service technician noted that the device was out of calibration and this could potentially be the reason for the complaint. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6) 2016 revealed minor cosmetic damage to the mesher handle including nicks and stains. The latching pins engage as intended. There was no apparent damage to the comb. There was significant wear noted to the roller gear and slight galling to the roller shaft extension. The ratchet handle appeared to ratchet normally. The 1.5:1 ratio cutter, serial number (B)(4), had significant wear to the roller gear and the blades were noted to be slightly worn. The 2:1 ratio cutter, serial number (B)(4), had significant wear to the roller gear and the blades were noted to be slightly worn. The test mesh using the customer¿s mesher and ratchet was performed with the 1.5:1 ratio cutter and did not produce a complete mesh. The test mesh was then performed with the 2:1 ratio cutter and produced a complete mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the comb, side plates, roller, roller gear and shoulder bolts to get the device into calibration. The service technician noted that they were unable to duplicate the reported issue. The 1.5:1 ratio cutter, serial number (B)(4), had the gear, bushings and collars replaced and failed to produce a complete cut. The cutter was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4) had the gear, bushings and collars replaced and produced a passing cut. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing could be done to try to replicate the reported event. No testing could be done to try to replicate the reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that there were metal shards left in skin. No adverse events were reported as a result of this malfunction.